Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that no insulin flow occurred with a bd ultra-fine¿ pen needle. The following information was provided by the initial reporter, pharmacist reported her customer reported nothing came out from the pen needle during the injection. Consumer does the priming. Consumer returned the left over half of the needles from the box returned back to the pharmacy. Original sample discarded. Quantity unknown."

Event description:
It was reported that no insulin flow occurred with a bd ultra-fine¿ pen needle. The following information was provided by the initial reporter, pharmacist reported her customer reported nothing came out from the pen needle during the injection. Consumer does the priming. Consumer returned the left over half of the needles from the box returned back to the pharmacy. Original sample discarded. Quantity unknown."

Manufacturer narrative:
Investigation smmary: customer returned (5) sealed 4mm, 32g pen needles from lot # 8010976. Customer states that nothing came out of the pen needle during injection. All returned pen needles were tested and all were able to expel properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that no insulin flow occurred with a bd ultra-fine pen needle. The following information was provided by the initial reporter, pharmacist reported her customer reported nothing came out from the pen needle during the injection. Consumer does the priming. Consumer returned the left over half of the needles from the box returned back to the pharmacy. Original sample discarded. Quantity unknown."